Event description:
According to the available information, the patient's urinary incontinence worsened following the implant of the altis sling. The physician discussed this was extremely unusual and discussed possibility of a urinary tract infection. Antibiotics provided and urine sent for culture. Also discussed the possibility of exacerbated overactive bladder and mybetriq samples provided.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.